Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon investigation corrosion was found on the battery board inside the charger/modem. The cause of the inability to power on is the corrosion on the bedside board. The root cause of the corrosion could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The last pt to use this charger/modem did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, charger/modem sn (B)(4) would not power on. The last pt to use this charger/modem did not report any deficiencies.